Event description:
The clinician reported that three and a half months after the dental implant was placed, in the patient's mouth, failure of implant was verified. Bone graft was performed and poor oral hygiene was involved in this event. The device was forwarded to the manufacturer for investigation. The patient experienced bleeding at time of failure, no further complications were observed.

Manufacturer narrative:
The manufacturer updated the catalog number in the complaint file. The following fields were updated in this follow-up report: (date of report), (brand name), (email address), (change of catalog number, lot number, expiration date, UDI), (date of becoming aware), (follow up report), (device's age) and (device return to manufacturer).

Event description:
The clinician reported that three and a half months after the dental implant was placed in the patient's mouth, failure of implant was verified. Bone graft was performed and poor oral hygiene was involved in this event. The device was forwarded to the manufacturer for investigation. The patient experienced bleeding at time of failure, no further complications were observed.